Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. Reporter stated the pricking caused pain and bleeding. An adhesive plaster was used to treat the area. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Absent the device lot number, manufacture date cannot be determined.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Absent the device lot number, manufacture date cannot be determined. The year is the only known part of manufacture date. We have defaulted to the first of the year.